Manufacturer narrative:
Information received from the zoll service technician on 03 sep 2019, stated that the hospital's biomed was able to clear the air trap alarm by cleaning the air trap block on the thermogard console (sn (B)(4)) and was placed back in service and further information was not provided as the customer retained the service record.

Event description:
During set-up, the thermogard console (sn (B)(4)) displayed an air trap alarm. No patient involvement.